Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited far field oversensing and lead insulation was suspected for both leads. Leads remain in use. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.